Event description:
Pt reported that the device generated 2 numeric results without having first applied blood or control solution to the test strip. Pt was unable to recall exact values. No action was taken based on these results. No pt injury was reported and no treatment was rec'd. Technical support requested the return of the suspect device and replacement product was shipped.